Event description:
It was reported that during a gastric tube procedure, the device would not activate. The case was completed with a like device. There was no patient consequence.

Manufacturer narrative:
H6: broken blade. Evaluation summary: the analysis results found that two devices (a and b) were returned. Device a was returned with the tissue pad melted at the tip. The blade was cracked at the lower half. The device was tested and was nonfunctional due to the condition of the blade. Device b was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 8.56mm from the top of the outer tube. The inner tube was stuck with dry body fluids, and therefore, the device would not open and close. The device was tested and activated; however, the device would not cut due to the condition of the blade.